Event description:
Boston scientific (bsc) (B) (4) received and reported the following information: "this left ventricular (lv) lead was surgically abandoned due to high threshold measurements. A new lv lead was successfully implanted. No adverse patient effects have been reported."

Manufacturer narrative:
Method: review and confirmation of manufacturing records was performed. No anomalies were found. It cannot be determined whether the rise in thresholds was related to device performance, or patient condition.